Manufacturer narrative:
Concomitant medical product: dtpb2d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, a lead integrity alert (lia). It was noted that the rv lead exhibited high impedance and suspected fracture. During intervention for the rv lead, upon opening the pocket, the lv lead was stripped of insulation. The rv lead was capped, remains in the patient and replaced with a different lead. The lv lead was capped, and remains in the patient. No patient complications have been reported as a result of this event.